Event description:
After 9 days of implantation, the whole system was inactivated because of a loss of atrial sensing and lead dislodgements. The entire system remains implanted (inactive) and a epicardial system was implanted on the opposite side.

Event description:
After 9 days of implantation, the whole system was inactivated because of a loss of atrial sensing and lead dislodgements. The entire system remains implanted (inactive) and a epicardial system was implanted on the opposite side.